Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention where her ipg was explanted and replaced with a new one.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisories: 1627487-12192011-003, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty when charging the ipg. The patient last charged about 6 months ago and lost stimulation 3 months ago. Also the system is displaying a communication error as the ipg is inoperable. Surgical intervention may be taken to address the issue.